Event description:
It was reported that six months post op to an lar (low anterior resection) a scope revealed white material in the interlumen of the colon. It was extracted and will be returned for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What material was extracted? Is there a photo available of what was extracted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2022. Additional information: only a small unknown piece of plastic was returned with what appears to be a piece of suture running across the plastic piece. Ethicon engineering confirmed that this is nothing we manufacture. H11: corrected data = h1 MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.